Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A1) unknown as information was not provided. A4) unknown as information was not provided. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): p140016. (B)(4). Summary of investigational findings: the investigation of this complaint was based on the information available and examination of the returned product. Imaging of patient anatomy was requested, but not provided. Imaging would be helpful in determine whether patient anatomy affected deployment in this case. As per IFU certain anatomic elements may result in difficulty when withdrawing the sheath. Without imaging it is not possible to determine the exact root cause of this event. Examination of the product showed a maximum deployment force of 4.58 kg = 45.0 n, which is acceptable. As the sound described occured after patient contact, it is assumed that it was the result of blood inside the system. No evidence to suggest that the device was not manufactured according to specification. The complaint file can be reopened if further information is provided. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: during the deployment procedure, the doctor could not release the graft because the carrying device did not move at all. He pulled out of the patient the whole system and tried to release the graft outside the patient's body and the delivery system did not work. Finally he tried to release the graft using more force than usual to deploy the graft. The deployment system made a very loud sound and after this the system started to deliver easily the endovascular graft. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Similar to device under 510(k) p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: during the deployment procedure, the doctor could not release the graft because the carrying device did not move at all. He pulled out of the patient the whole system and tried to release the graft out side the patients body and the delivery system did not work. Finally he tried to release the graft using more force than the usual to deploy the graft. The deployment system made a very loud sound and after this the system started to deliver easily the endovascular graft. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience adverse effects due to this occurrence